Event description:
It was reported that a patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours on the back. Upon removal, it was noticed that the cannula had dislodged from the infusion site. Hyperglycemia treated by activating new pod and bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.